Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the strips on the instrument were jamming. He corrected the problem by readjusting the strip conveyor system. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported ca controls are failing bilirubin and experiencing strip jams on their ichem velocity automated urine chemistry system. There were no erroneous results generated or reported out of the lab.